Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the needle hub separated from the unspecified bd ultra-fine¿ insulin syringe during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "I bought a syringe package to apply bd ultra-fine insulin, 30 u, 6 mm x 0.25 mm. When I took off the orange protective cap, the needle stuck with the protection and I was unable to use it"

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates due to unknown lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. See h.10.

Event description:
It was reported that the needle hub separated from the unspecified bd ultra-fine¿ insulin syringe during use. The following information was provided by the initial reporter, translated from portuguese to english: "I bought a syringe package to apply bd ultra-fine insulin, 30 u, 6 mm x 0.25 mm. When I took off the orange protective cap, the needle stuck with the protection and I was unable to use it".